Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [foggy] was confirmed. According to henke: scope evaluated as a level 3. Deep tip/fiber damage, bent, dents, broken lenses-optics are black. Complaint for ¿dark lens¿ has been confirmed. Probably root cause for this failure is: incorrect or unclear instructions for use. Incorrect optics assembly. Incorrect scope adapter assembly. Light cone failure. Damaged light fibers. Incorrectly assembled fibers. End of life wear-out. Shipping damage. Use error . Insufficient amount of fibers. Insufficient illumination uniformity. Manufacture date is not known.

Event description:
It was reported that there was a poor image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a poor image.